Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 on behalf of the patient to report that the receiver displayed error code 171 on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support err171" was displaying on screen. The data log and functional test could not be performed due to the error message. The reported event of a error icon was confirmed. A root cause could not be determined.